Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently would not discharge using the device's paddles or multifunction cable. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
During zoll technical service department's evaluation of the device, they were able to duplicate the reported failure when using the paddles. However, they were not able to duplicate the fault when using multifunction cable. The paddles have been repaired. No further action is required.